Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown, however, customer had a cold or influenza and suspected illness to be a potential contributing factor to elevated bg; however this could not be confirmed. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.